Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 200-250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.